Event description:
This og [orogastric] tube was stocked as a product replacement for a product that has external measurement markings, this product does not. The og tube was placed on [redacted date] and presumably migrated potentially contributing to or causing gastric perforation requiring emergency abdominal surgery.